Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 1/15/98).

Event description:
The iab leaked. Blood was noted in the tubing and the iab was removed. A second iab was inserted. On 12/15/97 it was reported that the balloon had leaked and blood baked up into the tubing. As a result of the event, there was no pt injury or complication from the 10/16/97 event. The pt went on to expire on 11/11/97. [Event complications]: unk-reported 11/6/97; none-rpt'd 12/15/97. [Pt's current status]: expired on 11/11/97.